Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received results of 50 mg/dl and 245 mg/dl within 10 minutes on the inform system. Approximately 3 hours later patient received results of 171 mg/dl and 93 mg/dl within 10 minutes on the inform system. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips have been used up; replacement was sent.